Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the values of the hand control keypad are out of range. The hand control set was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the identified failures. The defective hand control keypad would have caused the reported problem found with the device during service evaluation. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/27/2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service and repair, it was determined that the handpiece device failed the electrical safety test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.